Manufacturer narrative:
Concomitant medical products: b braun 0.9% sodium chloride bag. Field left blank: no available code for undetermined or unknown cause. The customer complaint of a chemo spill was confirmed. The customer¿s video was evaluated and fluid was observed to be leaking from the top cap of the drip chamber. The root cause of this customer's report was not identified.

Event description:
The customer reported that a 1000ml bag of 0.9% ns containing rituxin had a spike connection that was loose and the set dislodged from the bag causing a chemo spill after the bag was hung on the pole. Fluid spilled on the patient, her clothing and shoes but there was no patient harm.